Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093-28, lot # v471213, implanted: (B)(6) 2010, product type lead.

Event description:
The patient reported a loss or change of therapy and her symptoms never changed. She never had therapeutic effect or a 50% or greater reduction in symptoms since implant. She stated that if anything her implantable neurostimulator (ins) had been a nuisance. She thought the implant had turned on by itself and if that was the case, she did not have her programmer to turn it off because she lost it. The patient thought it was on because she was feeling a tingling, burning, or shooting sharp nerve pain that went down her leg, the side of her hip, and into the groin area. She did not feel stimulation in the bike seat area. This pain had progressively gotten worse and it felt like an electric current. She had been putting up with the pain for a year. She was not sure if this was caused by the ins being on or by it shifting. The patient reported that she had lost about 40 pounds in (B)(6) 2015 all within a couple months after she had stopped taking a medication and therefore the ins moved in (B)(6) 2015. It was like the ins was up on a shelf before and that it had fallen off the shelf. She thought it was sitting in there sideways and it was causing her a lot of pain. She thought the ins had shifted and thought it may have caused the leads to move or the ins to sit on a nerve. She also had a huge knot on her back and that it hurt when pressed. She had to roll over to sleep on her back to avoid the knot. The knot started a year ago. The patient knew the ins had turned on by itself before when she went to go see her pain doctor to have an electrocardiogram (EKG) taken and the ins interfered with the EKG test results. At that point the ins was off and she was not using it, so she knew the ins must have turned itself off. This EKG event occurred two to three years prior to (B)(6) 2016. The patient also reported pelvic floor pain. It was diagnosed that the pain was from where a bladder sling was put in, it was her third or fourth one. She had more than five surgeries ¿down there¿ before she got the system put in and the pain was there before the device. The patient also mentioned that she went to the doctor to have ins checked in 2014 and they told her that they wanted to take the ins out and put another one in. She was told that the ins had almost reached its five year mark and that the ins battery had not gone at that point. At that time there were also two ¿leads¿ connected and she had already had the ins reset twice. She had it where the leads came out and when they came out they were shooting pain and she was getting all sorts of weird sensations. The patient intended to follow-up with her doctor about the issues and was looking for a surgeon to remove the ins. She needed it to come out. The patient¿s indication(s) for use were urinary dysfunction and sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.